Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with presyncope. Episodes of cross-talk leading to inhibition of therapy were observed on the device. The device was reprogrammed in order to resolve the event and the patient's condition was stable.